Event description:
Indication: selective deficiency of immunoglobulin a [iga]. The pt freedom pump malfunctioned and is no longer working pt stated he has had the pump for 5 yrs. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? No; is the actual device available for investigation? Unknown. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Selective deficiency of immunoglobulin a.